Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizures and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient was at work and stated she felt normal and did not experience any symptoms. The patient suddenly passed out and had a diabetic seizure. She stated that the last thing she remembered was the story manager helping her check her phone to see what the cgm was reading at it was 70 mg/dl. The manager called paramedics and when they arrived, they checked her bg and it was 20 mg/dl. The patient was treated with IV glucose. The patient refused to go to the hospital for further treatment. She stated her body felt sore and was in pain due to the fall when passing out. After treatment, the paramedics left, and the patient felt better. The patient was sent home from work after resting and eating. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.